Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could not be determined due to insufficient information. The reported failure mode will be monitored for future re-occurrence. The device manufacturer date is not known.

Event description:
It was reported that the anesthesiologist was squirted on the chest with non-sterile fluid. There was no medical intervention needed.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could not be determined due to insufficient information. The reported failure mode will be monitored for future re-occurrence. The manufacturing date and gtin are unknown since the catalog number is unknown.

Event description:
It was reported that the anesthesiologist was squirted on the chest with non-sterile fluid. There was no medical intervention needed.